Manufacturer narrative:
The device was returned for analysis. The device did not have any obvious visible defects. There was dried saline in the luer, on the handle, shaft and tip. Fluid was in the tip when received. Continuity checks revealed no electrical opens as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. Shorting between the tip, the thermocouple and me1 and me2 was present. The impedances rose steadily when measured between the points; the measurements below are the approximate initial measurement. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values gross fail (3x). The device was re-tested several days later, and again, all 3 measurements resulted in gross fail. X-ray showed no obvious anomalies. The handle was opened; there is no evidence of fluid ingress in the handle. The distal section was dissected. There was liquid inside the sheath. The leak was isolated to the first 3cm of the distal end. Ring 1 and the insulation from the ring to the tip was mostly removed. Tubing to seal off the irrigation ports and mini electrodes was placed on the tip. At 15 psi of pressure, bubbles could be seen coming from the proximal end of the tip when the entire distal piece was submerged in water. This indicates that there is most likely a leak in polyimide tubing. A second bubble was produced where ring 1 was removed in the same vicinity where the ring 1 wire was nicked. It is suspected this second leak location was induced during the ring/sheath removal.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that an error appeared and ablation could not proceed. During an ablation procedure, during energization, a "system fault" error suddenly displayed on the maestro generator, and energization stopped. When the power was turned on again, a "finding catheter" message displayed and the intellanav mifi open-irrigated catheter could not be recognized. The catheter cable was reconnected, then was replaced, but the issue was not resolved. After replacing the ablation catheter with a new one, it was recognized once again. The procedure was successfully completed with no serious injuries or adverse patient effects. Device analysis revealed a leak in the distal end of the catheter.